Manufacturer narrative:
A product investigation was completed: the visual investigation of the returned screwdriver shaft has shown that a part of the tip is broken off. The broken part was not returned for evaluation. The device history record was researched, no abnormal findings were identified. There were no issues during the manufacturing of the product that would contribute to this complaint condition. Based on this result a manufacturer error can be excluded. This instrument was manufactured in november 2015 according to specifications. During manufacturing the hardness measurement was in specification. Unfortunately we are not able to determine the exact cause which has led to the breakage; it is likely that some mechanical overload situation has finally led to the breakage. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing location: (B)(4). Manufacturing date: november 19, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the tip of a screwdriver shaft broke intraoperatively during final tightening. No prolongation of surgery occurred. No information about patient outcome. Complaint involves 1 part. This report is 1 of 1 for (B)(4).